Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump was displaying an incorrect carbohydrate ratio. Tandem technical support reviewed the pump settings with the customer and found that the time on the pump was slightly off. The customer corrected the time. There was no impact to the customer's blood glucose level.